Manufacturer narrative:
An event of complete atrioventricular block (cavb) and pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection. Based on the available information, the root cause of the reported event could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as the patient required pacing after cavb. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on 20 may 2024, a 27mm navitor vison valve was chosen for implant using a large flexnav delivery system. The annulus perimeter was 77.3mm and area was 463 cm2. During procedure, the diameter of the blood vessels was preserved in the values of rt.fa measurement, but there was tortuosity over superficial femoral artery (sfa) and external lliac artery (eia). The delivery system was unable to advance and computed tomography (CT) showed calcification in the tortuous region. A non- abbott 14f sheath was inserted and the delivery system was passed through the tortuous region without any problems. A slight resistance was felt in the part of eia and common iliac artery (cia), and it was inserted with a pushing feeling, during that time the apex was out of the image frame to observe the inserted region of the delivery system due to calcification and tortuosity. During passing cia, fluoroscopy revealed that the guidewire already pushed the apex, and the wire was immediately pulled back, the blood pressure was decreased to 43/24 and heart rate was 59. An echocardiography was performed for suspected perforation, and pericardial fluid seemed slightly increased, aspiration was prepared but was not performed, because blood pressure improved in 2 to 3 minutes. There was no intervention performed for pericardial effusion. The physician confirmed there was no perforation noted. Thereafter, there was no remarkable fluctuation of blood pressure, and the procedure was continued. The first implant depth was 5-6mm at non-coronary cusp (ncc) and 13mm at left coronary cusp (lcc), adjustment of the depth at the lcc side was difficult. It was required to push the delivery system to the side of the greater curvature, with the guidewire pushed to the side of the greater curvature, the delivery system was pulled to adjust the ncc depth to about 3mm. At that time a complete atrioventricular block (cavb) was observed and pacing was started. A re-sheath was repeated to adjust the depth and the navitor was implanted with the final implant depth of 4~4.5mm at ncc and 7~8mm at lcc approximately. The release of the tabs was smooth and no problems, blood pressure was 143/55mmhg at the end of the procedure but pacing was continued during the procedure because of cavb persistent. At discharge from the operating room, patient regained his own pulse left bundle branch block (lbbb). The patient¿s condition was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.